Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had multiple prime. Customer stated that the insulin pump had multiple rewinds. Customer stated that the up arrow was inoperative. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No motor error alarm, rewind anomaly and prime/fill anomaly noted. The motor was tested outside of the device and passed. Device passed self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no low battery alert noted. Device received with cracked case near display window corners noted.